Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on (B)(6) 2025. The customer reported that the paper compartment lid of I-stat printer (B)(6) was discolored and appeared to have melted after the printer caught on fire. Photos provided by the customer confirmed the complaint; however, the cause cannot be determined. The customer has not returned the printer and the cause is unknown. A rocketware search spanning three months revealed no similar incidents and no evidence of a trend. No deficiency has been identified.

Event description:
Na.

Manufacturer narrative:
Apoc incicent# (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 18-feb-2025, abbott point of care (apoc) was contacted by a customer emailed pictures of I-stat printer, sn (B)(6) and it was discolored due to it catching on fire in emergency department (ed). The ed department had witnessed the fire and the customer was not there during that event. Customer is unsure what cables were used with this printer. No battery installed in printer. They do not have the cables to send back. Product was replaced and returning for investigaiton. (B)(4). Overview of the I-stat system. The I-stat system incorporates a comprehensive group of components needed to perform blood analysis at the point of care. A portable handheld analyzer, a cartridge with the required tests, and 2-3 drops of blood will allow the caregiver to view quantitative test results for blood gas, chemistry and coagulation tests in approximately two minutes. Portable printers and infrared communication devices allow all patient information obtained at the bedside to be printed on demand and transmitted to centralized information systems for record keeping and billing. The data manager provides system management tools including real-time monitoring of testing and operator competency. Power requirements: the drc-300 requires one power outlet. The drc-300 must be used with the ac power supply adapter supplied with the drc-300. Using the y-splitter cable, the drc-300 power supply can be used to supply power to the I-stat printer (model number pr-300), which reduces the number of power outlets required in the downloading and printing area. Cautions: · the drc-300 is not intended for use in the patient environment (i.e., within 1.5 meters of the physical location of the patient). · users should not connect the drc-300 to a medical electrical system. · do not place metal objects on or near the exposed gold charging contacts. · be sure to install all cables and power supplies so they do not post a trip hazard. Mount equipment so cables and accessories stay clear of walkways. The ac power supply adapter plug acts as a disconnect device for the drc-300; therefore, the socket outlet must be easily accessible and installed (or located) near the drc-300. · use only the ac power supply provided with the drc-300 to power the drc-300. · only apoc provided printers may be connected to the drc-300 printer port. · a network cable and usb cable may not be connected to the drc-300 at the same time. · if using rechargeable batteries to power the handheld, use only rechargeable batteries and recharging equipment supplied by your apoc distributor. Other batteries and rechargers may affect test results and pose other hazards to operators and patients. · a falling handheld may cause injury. Always place the handheld and peripherals on a stable surface or in a location where it will not cause injury if dropped. · security consideration: disable tftp (trivial file transfer protocol) to prevent malicious downloads to the drc and enhance security.